Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. It was reported that the patient was charging too often. The patient stated that their implantable neurostimulator (ins) was fine until 6 months ago, when they noticed that their ins was holding a charge less and less. They mentioned that 2 weeks ago, the ins reached a point to where it was charged one night, and then dead the next day. No further information was known at the time of the report. The rep was to follow-up with the patient regarding the issue. No patient symptoms or further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their stimulator stopped working a year ago. They were told a manufacturing representative would contact them, but they never did. No further complications were reported or anticipated.